Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii video system center fails to recognize the 180 series scope. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. In addition, a worn-out video connector latch causing poor connection with pigtails, corroded top cover, bottom chassis/rear panel, and corroded picture in picture connector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.